Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced a fall and lost effective therapy. X-rays discovered the drg lead migrated. In turn, surgical intervention took place wherein the drg lead was explanted to address the issue. During the procedure, it was observed that the lead was damaged. Effective therapy was restored post-op.